Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported regarding an implantable neurostimulator (ins). The reason for call was pt stated she saw her doctor (hcp) and she mentioned that she was not getting therapy like she once was since a couple of months ago. Pt stated her hcp wants pt to contact manufacturer representative to schedule a programming appt. The patient was redirected to their healthcare provider to further address the issue. Pt stated she had a slight fall and got a bruise on her leg a couple of months ago. Pt states she thinks the ins in the pocket has moved - pt stated she noticed that in the past week when she was trying to recharge the ins.